Event description:
Litigation alleges pain, loss of mobility, excessive wear, metallic debris, bone loss, tissue necrosis and implant loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 9/3/15-pfs and medical records received. After review of the medical records for MDR reportability, no revision operative note was provided. The medical records did indicate pain, loosening along the femoral component, osteolysis, increased metal ions (no labs), and clicking. The part/lot is being updated and the unknown depuy device is being changed to a stem. The sleeve is being added for the loosening. The complaint was updated on:9/30/2015.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.